Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the infection was resolved on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the patient presenting to the hospital, the patient experienced fever, chills, cough and back pain for 3 weeks. White blood cell (wbc) count was within normal range upon admission. The patient was afebrile. Computerized tomography (CT) of the chest, abdomen and pelvis showed no drainable fluid collections around the driveline, right greater than left multifocal groundglass and consolidative opacities, concerning for infection, trace bilateral pleural effusions with probable mild pulmonary edema and small volume ascites and generalized anasarca. The patient was treated with an additional antibiotic. During the incision and drainage of the driveline procedure, the tunnel was noted to be filled with pus. There was necrotic fat, fascia, and muscle which was excisionally debrided with sharp and blunt dissection. Hemostasis was achieved with electrocautery. Abdominal wall abscess was sent for culture. There were no complications noted during the procedure. Result of abdominal wall abscess came back which showed the growth of staphylococcus epidermidis. The patient remained afebrile following the procedure. At the time of hospital discharge, the driveline site was dry with gauze packing. The patient was discharged home on IV antibiotics to be continued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was urgently admitted to the hospital on (B)(6) 2016 to undergo surgical intervention for a ventricular assist device (vad) driveline infection. The patient was treated with intravenous antibiotics and cardiothoracic surgery was consulted. The patient was taken to the operating room (or) on (B)(6) 2016 where incision and drainage of the driveline was performed. On (B)(6) 2016, the patient experienced ongoing post-operative bleeding from the abdominal wound and returned to the or for exploration. The patient continued to bleed and returned to the or again on (B)(6) 2016 for a second exploration. The bleeding was deemed related to the patient's condition and was resolved on (B)(6) 2016. The infection was deemed related to the ventricular assist device (vad) system and resolved on (B)(6) 2016. The vad remains in use. No further adverse patient effects have occurred as a result of this event.